Event description:
It was reported that the device had been dropped. The liquid crystal display (lcd) and light emitting diodes (led) were broken. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. There enclosure and power cord had wear and tear damaged. There was a visual inspection. The root cause was determined to be that the customer dropped the device. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Unique identifier (UDI) and g5 are unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.